Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test and self-charged without any user interaction. Also the device's auto analyze feature did not function properly. Complainant did not indicate that there was any patient involvement in the reported malfunction.